Event description:
Home pt reports leak from connection of tubing to cassette of homechoice set in prime of apd treatment, prior to home pt connection. Home pt discontinued treatment and discarded set. Per home pt, no pt injury and no medical intevention resulted from this incident.